Event description:
Information received from the field does not address the patient's clinical status but notes a bipolar ventricular lead imped ance of <250 ohms in the ddd mode.

Manufacturer narrative:
The device was reprogrammed to unipolar and remains implanted.